Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and erosion. The patient was treated with intravenous antibiotics. In addition, the rv lead was broken in half during explant procedure. The rv lead was partially abandoned surgically. There were no additional adverse patient effects reported.